Event description:
During an on-sit preventative maintenance service call by a laerdal sve technician, the unit was found to fail the alarms portion of the final test. It did not prompt "close tape door" when the door was opened during operation.